Event description:
On (B)(6) 2020, the patient reported a spontaneous discharge of dark blood (approximately 5ml) originating about 1-1.5 inches lateral to his left subclavicular ins over the course of about 20 minutes. It did not come from the suture location and was not directly over the ins. He noted that it was not painful, had no purulence or other fluid color besides the blood. He also noted that the location where the blood was leaking out of was not painful to touch or warm, nor was the area directly above or around his left ins. The patient denied any fevers, confusion, or changes to his cognition. He was currently on acc stimulation on the right side only and was asked to turn it off for 24 hours. The study sponsor, dr. (B)(6), and all co-investigators, dr. (B)(6) and dr. (B)(6), were immediately notified of the event that same day. In response, the patient was evaluated in clinic by dr. (B)(6) for a brief exam and ultrasound the following day. (B)(6) 2020, during the exam, dr. (B)(6) noted a small pinpoint scar on his skin (approximately 2-3cm lateral to the later edge of the subclavicular implant) from where he had small sanguineous discharge, but there were no signs of erythema, warmth, fluctuance, or palpable fluid collection; the patient also denied any fevers, malaise, chills, and tenderness. The ultrasound exam demonstrated a small cyst (less than 0.5 cm deep) with no lateral tracking to the leads or ins pockets and no clear nearby vein or artery. The patient has been recommended follow-up with infectious disease and is currently scheduled for evaluation in clinic by dr. (B)(6) on (B)(6) 2020. There is a small cysts less than 0.5 cm deep, that does not track laterally to the leads or ipg pocket. No clear vein/artery near by using doppler. Of note, patient cp3 underwent bilateral pc+s cingulate and orbitofrontal dbs lead placement in (B)(6) 2019. The patient has been on chronic antibiotic suppression since (B)(6) 2019 for post-operative wound infection control. At this time, the patient underwent surgical wound exploration, had a bacterial swab cultured, and had a head CT performed, which demonstrated no signs of purulence or infection and no new intracranial process. The patient was placed on a conservative antibiotic regime, and scheduled for routine follow-up with infectious disease. The patient has since been following up with infectious disease every 6 weeks and has continuously denied any signs of infection, including fevers, sweats, surgical site pain, headaches, rash, or purulent drainage. Other pertinent medical history includes acute lucunar stroke and thalamic pain syndrome, conditions for which he has been included into the current study using the medtronic active pc+s neurostimulator. FDA safety report ID # (B)(4).